Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented via a remote merlin.net transmission with episodes of nonsustained rv oversensing. Review of the transmission revealed patient was intermittently oversensing possible myopotentials. Testing and programming changes were recommended.